Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2003, the pt was treated for an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On (B)(6) 2010, CT showed the aneurysm sac grew to a size of 9.5 cm with an absence of endoleak and graft migration. On (B)(6) 2010, the underwent an endovascular intervention where the original endograft system was lined with four gore excluder aaa endoprostheses.